Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 520 mg/dl. Customer was advised to use and push their plunger rod on every infusion set change when they receive no delivery alarms. Customer was advised to monitor the insulin pump, monitor their high blood glucose and call back if issues persist.